Event description:
While using the micro100 system drill (#154) on a bunion surgery, surgeon noticed that metal flecks were being emitted from the drill and going onto the surgical field. A few of these tiny flecks went into the surgical site. Drilling was stopped and the site was well irrigated. No further flecks were noticed. Another drill was not obtained because the drilling part of the procedure was complete. Before closing the incision, the surgeon examined the site and did not see any further metal flecks. The drill was tagged and a note was put on it what had happened and to please take it out of circulation for repair or replacement. It was returned to central supply.